Event description:
Pt with chronic/progressive neuromuscular disease found unresponsive and in cardiac/respiratory arrest. Pt. Ventilator circuit found disconnected from trach site. No alarms signaled pt distress or equipment malfunction. Pt pronounced dead at 4:15pm. Inspection of equipment showed that baxter filter appeared to generate 10mg of pressure to register on vent and prevent the alarm system from activating. MFR of both equipment 7 filter notified. FDA (medwatch) report filed. Incident review scheduled for 4/24 with clinicians involved.